Event description:
An error message was reported with the adc device. Customer received an "unspecified sensor error" message and was unable to obtain readings. As a result, customer experienced symptoms of a "low glucose level¿. Customer was unable to self-treat and had contact with a paramedic who provided unspecified treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Visual inspection was performed on the returned puck and no issues or abnormalities were observed. Data was downloaded successfully, brownout error was observed. This error indicates that the returned puck terminated due to a brownout event. The returned puck was de-cased and observed the puck had experienced liquid ingress due to having a leak path. Therefore, this issue is confirmed to brownout reset due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an "unspecified sensor error" message and was unable to obtain readings. As a result, customer experienced symptoms of a "low glucose level¿. Customer was unable to self-treat and had contact with a paramedic who provided unspecified treatment. No further treatment information was provided. There was no report of death or permanent impairment associated with this event.